Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify error alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, stained keypad overlay, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 160 mg/dl at the time of the incident. The customer stated that there was fluid underneath the screen of the device and the pump was exposed to fluid and moisture. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be returned for analysis.